Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on the lcd connector located on pcba2. There is also rust at the bottom of the battery compartment, and corrosion on the battery board underneath the battery compartment. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.